Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. This occurred after the device was unplugged to show that the pump would go to battery power during demonstration of the device. There was no patient involvement. No additional information is available.